Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that a cartridge change error occurred during the load sequence. The customer's blood glucose (bg) level was elevated (190-400s mg/dl) and customer was admitted to the hospital. Elevated bg level was resolved by delivering a bolus and receiving an insulin drip. Reportedly, the customer reverted to alternate pump for insulin therapy.